Event description:
The customer reported that their pump screen was dark and would not turn on; troubleshooting was performed and confirmed this was due to an unspecified malfunction alarm. Customer's blood glucose level was 113 mg/dl. Customer reverted to manual injections for insulin therapy.